Event description:
It was reported that stimulation could not be adjusted and a "call your doctor" icon was displayed. It was reported that the device was in a power on reset (por) mode. The por was able to be cleared and the stimulation was able to be turned back on.

Manufacturer narrative:
(B)(4).